Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed, and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.